Event description:
"Thermachoice" machine not functioning, unable to maintain pressure. A second hand piece opened and handed off to the physician. The second hand piece was not functioning. The physician was unable to perform "thermachoice" ablation; however, elected to perform uterine ablation utilizing an alternative uterine ablation. Patient tolerated procedure well. "Thermachoice" generator removed from service, tagged, biomed was notified. Hand pieces and packaging saved. Biomed checked generator/hand pieces. Generator given all clear and placed back in service. According to biomed hand pieces one had a pin hole and one seal cracked. What was the original intended procedure?uterine ablation.device #1is this a laboratory device or laboratory test?no.